Manufacturer narrative:
The results of the investigation are pending since the device has not yet been returned for analysis. A supplemental report will be submitted after the device is returned and analysis is complete. Csi ID: (B)(4).

Event description:
Following orbital atherectomy of the right coronary artery (rca) via radial access, glideassist was activated, and the viperwire guide wire fractured. The tip of the wire embolized into a distal side branch of the posterior descending artery. Two non-csi wires were advanced in an unsuccessful attempt to capture the fragment. The physician attempted to capture the fragment with an aspiration catheter. This was also unsuccessful. The determination was made that the fragment remained in a safe place, and a stent was deployed in the mid rca. The patient remained stable throughout and was well as on (B)(6) 2022. The tip of the oad was reportedly not near the spring tip of the viperwire when the wire fractured.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(6).